Event description:
It was reported that the external pulse generator (epg) had a black line in the top display which made reading the display challenging. The status of the epg is unknown. There was no patient involvement.